Event description:
The patient reported that one day post implant of their implantable pulse generator (ipg) they had to have another intervention as they were symptomatic. Since then, they like their heart rate is going too fast. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 37800 gastric mgu ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.